Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the atrial output connector was broken, the upper case was broken, the lower case was broken, the battery release was contaminated, the lead flex cover was contaminated, the battery contacts were compressed, the battery drawer was broken, and the display was out of electrical specification with segments missing. (B)(4).

Event description:
The device was returned to the manufacturer for repair after the unit was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.